Manufacturer narrative:
Product analysis: visual and optical examination identified localized skiving of the top flank of the set screw thread, consistent with overloading of the set screw during attempted construct assembly, consistent with incomplete seating of the rod prior to final tightening.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Pre-op diagnosis: rare congenital disorder involving spine, but not limited to spine. Patient has scoliosis, 6 lumbar vertebrae and a hemivertebrae procedure: scoliosis procedure from t9-s1 it was reported that during procedure, set screws stripped while inserting and locking down the rod. No patient complications were r eported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.